Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump roller had seized, which caused the pump to under infuse. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump had cosmetic damages on the front housing. When the pump was returned to mmdg, the pump under infused at a rate that mmdg would consider reportable. The initial reporter stated that the complaint had occurred during testing and had no affect on a patient. The volumetric accuracy failure was discovered at moog. (B)(4).